Event description:
Pt started to regain weight, and physicians diagnosed that tubing has separated from port. Surgery to explant and replace access port has occurred. Follow up findings: leakage at or near port tubing connector.